Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S/w version 4.11j. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with broken battery tube threads. Pump received with pillowing keypad overlay. Pump received with serial number label damaged/faded. Pump received with cracked retainer.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.